Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's ipg has a communication error and it is unable to communicate with the charger. An sjm representative confirmed the ipg is inoperable. Surgical intervention may be taken to address the issue.

Event description:
The patient's ipg was explanted and replaced with a different model. The patient's issue was resolved.